Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because the physician did not feel the device met longevity expectations.